Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated three times, but it was not possible to verify the useful life of the device. It was noted that the device was stored at acceptable temperatures, and it had not reached the expiration date. The device was not used, and it was replaced by another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.